Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6)2015 the patient experienced a hardware failure. Dexcom technical support advised patient to perform reset on device. Patient used adult continuous glucose monitoring system (cgm) receiver which is against user guide recommendations. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).